Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient representative. Patient representative called with the patient present and repeated the information in this case. Patient explained that back in february their device was "put into MRI mode" and they were told it was "shut off," but ever since then the patient has felt a strong stimulation at all times. Patient stated they can't sleep because they're just vibrating. Agent attempted to walk patient through turning stimulation off but the programmer displayed code "574." Patient stated they're desperate to get this device to stop vibrating them noting the even went to the ER asking them to take the stimulator out with no success. Patient noted that dr. Duncan scott was going to take the implant out but the appointment never gets scheduled even though all the exams and everything came back perfect. Patient noted they had been trying to work with the medtronic rep but he refused to help and stated that it was her not the implant. Caller added that they can feel the vibrating at night when they're in bed. Agent sent follow up message to the field and recommended patient continue to work with dr. Scott regarding next steps.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient was feeling pain, unexpected stimulation and wanted to be reprogrammed. Pt had been trying to get the ins cut off since. Pt was unclear with their event and notify date. They initially stated february, but then stated it really started about 3 weeks ago. Patient went to their healthcare provider (hcp) and the hcp claimed to cut it off but it was still stinging and pounding the patient. Patient had to go to an MRI and wanted an appointment to take it out but they could not get the MRI. Patient was looking to get into contact with a representative to get it programmed the way it was. Patient said they had been at it for 3 weeks and had been calling the representative trying to program. The issue was not resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received and merged with this event. On (B)(6) 2024 a healthcare provider reported the patient reported they went to the doctor and were not able to connect their remote to their ins, however the hcp stated they did not think they were able to do this. They could not get the controller to connect to the ins, and they were not sure when this started or who the physician was. The hcp was attempting to put the pt's ins into MRI mode, but when they connected to the ins, they saw an 'eri' message. It was reviewed to try to press the directional pad buttons to bypass the message. The caller then saw message 574 on the programmer and no button pressed would bypass this. Agent explained the message and redirected them to the patient's managing doctor. Additional information was received on 2024-jul-08. The patient did not provide the cause, and their healthcare provider could not get the controller screen to change. They stated it keeps vibrating and hurting the patient. The technician that put the stimulator into MRI mode told the pt it was the patient and not the stimulator. The pt reported they need reprogramming and they have asked the rep to reprogram, but they were refusing to and the stimulation was interfering with the patient's sleep at night. Additional information was received from the rep on 2024-jul-30. The rep reported that they did not personally see any message on the patient's controller, nor had they seen any issue with the device. When they saw the patient in office everything appeared to be operating normally, so they did not notice an issue with the controller screen not changing, so no intervention was necessary regarding the controller. The rep stated that the pt was claiming they were feeling vibrating and being hurt by the stimulator even when the ins was not on. At the request of the patient, the rep turned the stimulation off, and even deleted all programs so there was absolutely no possibility of stimulation. The pt continued to claim that the stimulator was causing vibrations and pain and refused to accept the explanation that the system was completely off. The rep reported the pt called another rep and left a message for the rep requesting a reprogramming. The voice message was forwarded to the rep who then tried contacting the patient numerous times, but the pt would n ot answer the phone or return their calls. The rep confirmed there was no programming issue. The pt just would not accept the explanation that the stimulator was off. The rep confirmed that other reps had met with this pt for reprogramming, but ultimately the pt requested that the device be turned off. The reps had also shown the patient on the clinician programmer that stimulation was off, but the pt would not accept that there was no stimulation. The rep confirmed that the physician is aware of all events and had the pt scheduled for an explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.